Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 47 mg/dl, treated with glucose and customer declined troubleshoot for the low blood glucose. Customer was assisted with troubleshooting for sensor issue. Customer reports they did receive a sensor updating or sensor glucose not available alert. Customer reports they did not receive a calibration not accepted alert. Customer states that the sensor was secured against skin. Customer reports consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. The sensor will be returned for analysis.